Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, a gore® dryseal flex introducer sheath was used as part of a thoracic endovascular aortic repair. During the procedure, the sheath was inserted from the right femoral artery, and a stent graft was advanced through the sheath and implanted as planned. Upon withdrawal of the sheath, a dissection of the right femoral and right external iliac arteries was reportedly noted. The cause of the dissection was unknown. A metal stent was implanted to treat the dissection. The procedure was concluded without any further reported issues, and the patient tolerated the procedure.